Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact codes: f2201, f2203. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the ck1, ck2, and ck3 with 2 syringes of juvéderm¿ voluma¿ with lidocaine. Three weeks later, the patient reported ¿1/10 pain¿ below the right cheek. Two days later, a ¿small lump¿ was noted with no signs of infection. The patient was massaged, slightly improving the event. The patient stated that it ¿feels like abscess,¿ which the patient reported having before. A month later, symptom is better but was ¿still tender.¿ the patient had an invisalign® treatment and flu vaccine within 2 weeks and possible covid-19 vaccine 2 week after. The healthcare professional suspected a ¿delayed onset nodules. The patient was then treated with hyaluronidase in the right cheek to soften the area. A week later, the patient experienced a ¿reddened bumps the side of a toonie¿ after the hyaluronidase treatment. The patient was given 150 u of hyaluronidase and clavulin 875 850 mg po bid x 7 days. Eleven days later, the patient reported that they were healing well, with ¿depression to the right cheek¿ noted. Two weeks later, the patient was injected in the right cheek with 0.7 cc of juvéderm¿ voluma¿ with lidocaine. A week later, the patient experienced ¿pain, swelling, and redness¿ in the right cheek. An I&d was performed with ¿purulent drainage¿ and the patient was started on clindamycin 300 mg qid x 10 days. Another I&d was performed the next day. Three days later, the patient went to the emergency room for antibiotics and another I&d. Nine days later, another I&d was performed, and the patient was given moxifloxacin 400 mg po daily x 2 weeks and clarithromycin 500 mg po bid x 2 weeks. Nine days later, the prescription was extended for 14 days and another I&d was performed. The patient was then given 300 units of hyaluronidase. Eight days later, the ¿infection/abscess¿ was healing well with no pain in the area, and the antibiotics were continued. After 3.5 months, the abscess healed well, but there was ¿discoloration and indentation¿ to the ck2. After 6 days, the patient began to have abscess again. The patient was advised to go to the emergency room for I&d. A CT performed showed ¿abscess forming.¿ the event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00608 (abbvie complaint # (B)(4).this MDR is being submitted for the 2nd suspect product, juvéderm¿ voluma¿ with lidocaine.